Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2016, 350974, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the life of the left ventricular (lv) lead the patient has had issues with intermittent phrenic nerve stimulation in multiple pacing configurations. The lead was capped and replaced. No further patient complications have been reported as a result of this event.